Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer service guided the caller through resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the caller acknowledged.